Event description:
I have oa (osteoarthritis) in both knees. On may 17 my primary care physician injected both knees with durolane, hyaluronic acid, stabilized single injection. Within half an hour both knees became very painful. Pain went from 0-1 before the injection to 5-6 after. The knees stayed that way for the rest of may 17, all of the 18 and 19. The pain finally subsided by the end of may 20. At no time did the knees swell or tum red. They just hurt like hell. The maker of durolane is q-med ab, seminariegalan 21, se-752 28, uppsala, sweden. Distributed by (B)(4). I have had several knee injections, using a different medication, over the last several years. At no time have I had a bad reaction to the shots.